Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result within the risk stratification range generated by the unicel dxc 600i synchron access clinical system for one patient that did not match other accutni results obtained for this patient. Subsequent testing of the original sample produced a similar result within the risk stratification range which was questioned by the physician. The results provided by the customer are shown. This report documents patient 2 of 2 involved in this event. The customer did not report affect to the patient attributed or connected to this event.

Manufacturer narrative:
Samples were collected in lithium heparin plasma tubes and centrifuged for 10 minutes at 3000rpm at room temperature. Per customer, all 3 levels of accutni qc have been within the customer's established ranges. Bec review of the data noted that on (B)(4) 2011, both level 2 and level 3 accutni qc was performing lower than usual at 1.5 to 2.0 sd below the mean. Per customer, a routine system check performed on (B)(4) 2011, passed within instrument specifications. A field service engineer (fse) went on-site (B)(4) 2011 and performed a preventive maintenance (pm) on the instrument. Fse replaced the incubator belt and a fan and also adjusted ultrasonics. Fse then performed a routine system check and qc and noted no issues. The other patient involved in this event is documented in MDR #2122870-2011-03663